Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a healthcare professional (hcp) was unable to interrogate an insertable cardiac monitor (icm) using a diagnostic mobile programmer application. The patient last communicated with the mycarelink heart app on (B)(6) 2024 and has since been unable to mark symptoms or connect to the app. The icm was described as "locked out" by a technical services agent. The patient connector (pc) was not detecting the implant, with the light continuing to flash orange. The hcp attempted to interrogate the device with remote monitoring (clem) without success, leading to a suspicion of a potential icm malfunction. The icm was palpable as it was very superficial, and there were no known recent procedures or cautery. The battery status as of (B)(6) was reported as ok. Troubleshooting steps included having the patient turn off their phone and remove other bluetooth devices from the environment, but the diagnostic mobile programmer application still failed to find the icm.  No patient complications have been reported as a result of this event.